Manufacturer narrative:
This report is submitted on october 23, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to a non-device related infection. There are plans to reimplant the patient with a new device; however, it is yet to occur as of the date of this report october 23, 2017.

Manufacturer narrative:
This report is submitted on (B)(6), 2023. Revised dar is attached. This report is filed on (B)(6), 2018.